Event description:
It was reported via repair work order that the head end lift had intermittent power due to damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.